Event description:
It was reported that deflation failure occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). Ablation was performed three times using a 2.00mm rotapro at 160,000 rpm. Since some calcification remained, two additional ablations were performed using a 2.15mm rotapro at 160,000 rpm. A 3.75 x 15mm wolverine cutting balloon was then inflated twice following by intravascular ultrasound (ivus) imaging to confirm the size. A 4.00 x 20mm synergy megatron stent was deployed at 11 atm but when deflation was attempted, the diluted contrast agent could not be withdrawn. The inflation device was replaced but the issue was not resolved. Guidewires were pressed against the blockage but were not successful in deflating the balloon. The stent delivery system hub was cut slightly proximally, and a non-boston scientific guide extension catheter was pressed against the blockage. The contrast agent began to withdraw allowing for removal of the stent delivery system. The entire process from the failed deflation to removal took approximately 1.5 hours. The stent was post dilated using a 4.00 x 12mm nc emerge balloon confirming that the stent had not shifted and was well apposed to the vessel wall, allowing the procedure to be successfully completed. During the occlusion caused by the balloon non-deflation there were no ECG changes, and the patient did not show signs of distress.

Manufacturer narrative:
The synergy megatron mr ous 4.00 x 20mm was returned for analysis. Visual and tactile analysis revealed a hypotube shaft break 1.8 cm distal to the distal end of the strain relief. There were no issues noted with the outer and inner lumen and the entire extrusion. Microscopic inspection revealed a balloon pinhole leak 1.0 cm from the proximal markerband. There were no signs of distal tip damage. The balloon was attached to an inflation unit and a pinhole leak in the balloon was observed.

Event description:
It was reported that deflation failure occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). Ablation was performed three times using a 2.00mm rotapro at 160,000 rpm. Since some calcification remained, two additional ablations were performed using a 2.15mm rotapro at 160,000 rpm. A 3.75 x 15mm wolverine cutting balloon was then inflated twice following by intravascular ultrasound (ivus) imaging to confirm the size. A 4.00 x 20mm synergy megatron stent was deployed at 11 atm but when deflation was attempted, the diluted contrast agent could not be withdrawn. The inflation device was replaced but the issue was not resolved. Guidewires were pressed against the blockage but were not successful in deflating the balloon. The stent delivery system hub was cut slightly proximally, and a non-boston scientific guide extension catheter was pressed against the blockage. The contrast agent began to withdraw allowing for removal of the stent delivery system. The entire process from the failed deflation to removal took approximately 1.5 hours. The stent was post dilated using a 4.00 x 12mm nc emerge balloon confirming that the stent had not shifted and was well apposed to the vessel wall, allowing the procedure to be successfully completed. Durig the occlusion caused by the balloon non-deflation there were no ECG changes, and the patient did not show signs of distress.